Event description:
It was reported that the pt received an end-of-service (eos) message on their programmer. The company representative interrogated the neurostimulator and cleared the power-on-reset condition. They then attempted to re-boot the device using the clinician programmer, but received the same eos message. It was noted that this was the third overdischarge event for the pt's device.

Manufacturer narrative:
(B)(4).